Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure, difficulty crossing the lesion occurred. Vascular access was obtained via the brachial artery. The 85% stenosed, 14mm in length target lesion was located in the severely calcified, moderately torturous, 2.25mm in diameter left anterior descending artery. The lesion was pre-dilated using a 1.x15mm apex balloon resulting in less than 50% residual stenosis. The 16x2.25mm taxus liberte monorail stent delivery system was inserted and resistance was encountered. The device did not cross the target lesion. The procedure was successfully completed with a 2.25x16 non-bsc stent. No patient complications were reported and the patient's status is listed as stable. However, product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the taxus stent was received for analysis. A visual examination identified stent damage. The distal stent strut row 1 was flared and proximal stent struts on rows 1 and 2 were misaligned. Dimensional analysis revealed that the outer diameter of the distal section and proximal section of the stent were not in specification. Solidified blood was present within the guide wire lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The label review indicated that the device was not used in accordance with labeling. The taxus liberte dfu states if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. The dfu also states if unusual resistance is felt before the stent exits the guide catheter, do not force passage. Resistance may indicate a problem, and use of excessive force may result in stent damage or stent dislodgment from the balloon. Maintain guidewire placement across the lesion, and remove the stent system and guide catheter as a single unit. Therefore the root cause classification is user related. (B)(4).